Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the instrument was loaded with a 3.5mm single use loading unit (sulu). Visual inspection of the sulu noted that some of the staples were partially advanced in the cartridge. The staples were in unformed condition. It was reported that the instrument did not fire and there was a staple pre-fire. The reported issues were confirmed. The most likely cause could not be established from the information available. The advanced staple condition may occur when the firing stroke is not complete during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the ins trument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The black release button may be used to open the instrument at any time during approximation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the stapler would not fire, when the user opened the staple cartridge it came with, some of the staples were already coming out of the cartridge.

Event description:
According to the reporter, during the liver lobectomy, the stapler would not fire, when the user opened it, the staple cartridge it came with, some of the staples were already coming out of the cartridge. A new stapler was used to resolve the issue. No patient injury.

Manufacturer narrative:
Additional information: b5, d4(lot#), g3, h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the stapler would not fire, when the user opened it, the staple cartridge it came with, some of the staples were already coming out of the cartridge. A new stapler was used to resolve the issue. No patient injury.